Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 08jul2024 and 10jul2024. At this time, the differential voltage between the loaded and unloaded voltage was outside the acceptable range, triggering the alarm. The alarm would self-resolve in both cases and the differential voltage would be within the acceptable voltage range. No other notable events were observed. The system controller (serial number (B)(6) was returned for analysis. The controller passed all functional testing, and no backup battery alarms were triggered during extended operation. Per additional information, the alarm resolved upon exchanging the system controller and backup battery. The root cause of the reported event was unable to be conclusively determined through this analysis as the issue was not reproduced during investigation of the product. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 24apr2023. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced backup battery fault. They attempted to self-test to clear the alarm. The alarm continued. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.